Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left total hip arthroplasty on (B)(6) 2006. Legal counsel for patient further reported a revision procedure was performed on (B)(6) 2014 due to alleged pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01383 and 03318).

Event description:
It was reported by the patient's legal counsel that the patient underwent a left revision procedure approximately eight years post-implantation due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports received indicated metal debris with soft tissue staining and inflammatory reaction were noted during the revision procedure. Also during the revision procedure osteolysis was found located on the proximal femur, however the stem was well-fixed. Osteolysis and inflammatory tissue also founded at the acetabulum and the acetabular cup showed signs of erosion. Finally a pseudotumor was noted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.